Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported encountering errors 23008 and 23013 during system preparation, which he temporarily resolved by repeatedly pressing the recover fault button. Upon confirmation of the error, the intuitive surgical, inc. (Isi) technical support engineer (tse) advised to perform a hard power cycle as it was related to the right master tool manipulator (mtmr) axis1, but the customer was unable to do so due to time constraints. The customer later called back, mistakenly believing the universal surgical manipulator (usm) was at fault instead of mtmr. They were unable to deploy for docking. The tse clarified that the problem was with mtmr. The procedure was completed as planned with no report of patient injury. However, it is unknown whether the procedure proceeded using the original configuration.

Manufacturer narrative:
Upon visual inspection no issues were found that would be related to the reported event. The master tool manipulator (mtm) was installed onto a surgeon functional test platform (sftp) where it passed all test. As a result of these findings, failure analysis was able to conclude that the axis 1 pot and motor also motor cables is the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.